Manufacturer narrative:
Th MFR rec'd the device in 2004, and it is currently being analyzed. The pt remains on lvad support while awaiting a heart transplant. No further info is available at this time.

Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist /device (lvad). On 09/02004, the vad coord contacted the MFR stating that in 2004, the pt's vad was running at 120 bpm and the pt was starting to have increase chf symptoms. Waveforms were taken at that time, and the results showed possible inflow/ai problem. The pt also had an echo, and it confirmed the pt had inflow regurgitation. On that same day the pt was taken to or for pump replacement. The pt remains stable on lvad support while awaiting a heart transplant.